Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report#: 3006705815-2019-01850. It was reported that the patient was experiencing ineffective stimulation. X-ray imaging confirmed both leads had migrated. Surgical intervention was undertaken on (B)(6) 2019 wherein both leads were replaced thus resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR. Report#: 3006705815-2019-01850.